Event description:
Patient reported right side implant rupture. Device has been explanted.

Manufacturer narrative:
Health effect impact code: f1903 . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.